Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced hyperglycemia related symptoms : fatigue, increased thirst, dizziness. The cgm was reading 44 mg/dl and the blood glucose reading was 450 mg/dl. A doctor at hospital attended the patient and treated her with insulin, sodium, and chloride (IV treatment) to stabilize her because she was dehydrated. At the time of the report the patient was stable, presenting with mild fatigue. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.